Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
Outcomes attributed to adverse event: yes - required intervention, hospitalization. Updated b5: add MDR code 4607 (hospitalization).

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause of bg level was not known. Reportedly, customer was hospitalized on (B)(6) 2025. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.